Event description:
Related manufacturing reference number: 2017865-2021-09510. It was reported that the patient presented to the emergency room with syncope. It was noted that the right ventricular and left ventricular leads exhibited loss of capture. It was also noted that the right ventricular lead exhibited r wave amplitude variation and noise. The right ventricular lead was explanted and replaced. The left ventricular lead will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise, loss of capture and r-wave variation were not confirmed. As received, only the connector portion of the lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.